Event description:
It was reported that the patient was presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead exhibited high impedance measurement upon lead placement. The physician elected to remove and replace the lead on (B)(6) 2024. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no anomalies. No other anomalies were seen.